Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection showed the top case corners were cracked. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test and primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as a preventative measure. Replaced chipped top case. Performed power up process, occlusion test, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm background test, acu watchdog failure and damaged top case was noted. No adverse effects were reported.